Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305270. Batch#: 4214081. It was reported that the bd integra had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. (B)(6). Residue inside the syringe. Ref: (B)(4). Lot 4214081. Samples are available. Customer would like to know if they can use the product.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. It is possible the "fm/sticky gel substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.